Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: d2b (lit; dqy). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly did not deflate after inflation. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: one image was received and reviewed. There is one xray image of a partially inflated/deflated balloon in the mid-femoral vein. There is a sheath distal to it approaching from the popliteal vein. The balloon is deformed with diluted contrast in the balloon. One atlas gold pta dilatation catheter was received for evaluation. Upon visual inspection, no stretching was noted. No anomalies to the luers/y-body. Balloon was aspirated prior inflation of the balloon. An in-house presto inflation device was used to inflate the balloon was able to maintain pressure without issue. The balloon also deflated without issue. The balloon fibers were cut and under microscopic examination multiple bunchings were noted throughout the guidewire lumen. The glue bullet was also not seated in the correct position. No other functional testing performed. Therefore, the investigation is confirmed for the reported deflation issue as the glue bullet was not seated in correct position which would have affected deflation. Also, the investigation is confirmed for the reported removal issue and identified material deformation as multiple bunchings were noted throughout the guidewire lumen, which could cause removal difficulties. A definitive root cause for the reported deflation problem, removal difficulty and identified material deformation could not be determined based upon the provided information. Labeling review: as the reported event did not indicate degradation or loss of efficacy, a retain sample analysis is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly did not deflate after inflation. It was further reported that there was a difficulty in retracting the device. The procedure was completed using another device. There was no reported patient injury.